Manufacturer narrative:
The returned product was confirmed to be the product reported in the complaint. During visual inspection, the subject stent was noted to be deployed and intact with its delivery wire kinked. The introducer sheath was found to be not returned. Functional inspection could not be performed as the device was returned in deployed state. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned for analysis and only one of the reported events could be confirmed. The device did not meet specifications when received for complaint investigation based on functional and visual inspection. The event description indicated that the subject stent was being used in a stenosis case which is not recommended. The subject stent dfu states the subject stent is authorized by european law for use with occlusive devices in the treatment of intracranial aneurysms. Additional information received by the customer states while delivering the stent through a microcatheter, big resistance was encountered. Under x-ray the operator found no stent, so checked it and found it was deployed at tail of microcatheter, after the procedure the operator removed the stent from the catheter on the table. It was also reported the device was prepared as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. During analysis, the subject device was found in deployed state and intact. The stent delivery wire was found kinked and the introducer sheath was not returned for device analysis. Its likely the premature stent deployment occurred due to manipulation of the device when the reported resistance was felt during the clinical procedure. An assignable cause of procedural factors will be assigned to both the as reported events of stent deployed prematurely during use and stent difficult/unable to advance or pullback through catheter as well as to the as analyzed events of stent deployed prematurely during use and sdw kinked/bent as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
During a middle cerebral artery stenosis treatment procedure, resistance was encountered when the subject stent was advancing the microcatheter. Upon examination under x-ray, the subject stent was found prematurely deployed at the distal tip of the microcatheter. The stent was replaced and the procedure was completed successfully with no clinical consequences to the patient

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
During a middle cerebral artery stenosis treatment procedure, resistance was encountered when the subject stent was advancing the microcatheter. Upon examination under x-ray, the subject stent was found prematurely deployed at the distal tip of the microcatheter. The stent was replaced and the procedure was completed successfully with no clinical consequences to the patient.